Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that the perclose proglide device presented a problem during the procedure. The number of patients, procedures, and number of proglide devices used was not provided. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.